Event description:
The lay user/ patient contacted lifescan (lfs) alleged an inaccuracy issue with the lfs meter compared to another meter. The patient was unable to report the results obtained. Between the two tests, there was no intervention that would be expected to change the blood glucose. This complaint is being reported because the alleged issue was not resolved with troubleshooting. The patient did not report any blood glucose readings, symptoms or treatment that suggest a serious injury occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the test strips passed all testing with no faults found. The meter has also been returned to lfs on (B)(4) 2012; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.